Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).